Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while watching tv, with the ilet indicating a blood glucose of 52 mg/dl and the user not perceiving an alert from the device; the user treated with 5 g of carbohydrates and glucose returned to target, and they were advised that glucose variability can occur during early use. Symptoms included hypoglycemia without reported sequelae. Outcomes included self-treatment with oral glucose and no need for medical intervention or hospitalization. Investigation included a review of device settings and alarm functionality, during which the device volume was confirmed at maximum and the user was instructed to install the associated mobile application and enable data sharing to obtain louder alarms on the phone. Investigation of this case revealed no device malfunction, with the event attributed to a missed alert perception and early-use glycemic variability, and the alarm notification pathway was enhanced via the mobile application. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with no confirmed device failure and user education provided on alarm optimization and hypoglycemia management.